Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for treatment. During procedure, it was observed that the led display stopped functioning. The physician was comfortable that the rpm was adequate due to the sound of the system. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis observed that the void seal was broken. The dynaglide receptacle was also noted to be loose. The rear bezel was damaged and the serial number was illegible. Stain was also noted on the foot pedal. Functional testing observed no rotational display caused by massive gas/air leak at turbine pressure switch thus there was no burr rotation. The foot pedal functioned without issues. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for treatment. During procedure, it was observed that the led display stopped functioning. The physician was comfortable that the rpm was adequate due to the sound of the system. The procedure was completed with this device. There were no patient complications reported.